Manufacturer narrative:
(B)(4): the customer reported being unable to turn on unit; system is reporting an error 1000. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to turn on unit; system is reporting an error 1000.